Event description:
It was reported that the ilet pump¿s touchscreen was fractured to the extent that the screen became unresponsive, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.